Event description:
It was reported that in anesthesia, when the md was attempting to insert the swg through the ars, the swg kinked approximately 5-10 cm into the ars. As a result they were removed, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Eval: a guide wire, a raulerson syringe and an introducer needle were returned for analysis. The guide wire has a slight bend approximately 2.7 cm from the distal tip. No other damage was observed on the sample. The diameter of the guide wire was measured and met specification. The straight end of the guide wire passed through the raulerson syringe and introducer needle without difficulty. The device history records for the guide wire, syringe and needle were reviewed with no findings relevant to this complaint. The reported complaint of a bend in the guide wire was confirmed through visual inspection of the returned sample. The guide wire has a slight bend approximately 2.7 cm from the distal tip. No other damage was found on the sample. Based upon the location of the bend and the report that it occurred while being inserted through the raulerson syringe, the potential cause is related to method of use.